Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right ventricular lead was found to have high defibrillation impedance. No interventions were performed or planned and the patient will continue to be monitored. No patient consequences were reported.